Event description:
It was reported that the device broke. At the time of the report, the surgeon had not yet decided to remove the device.

Manufacturer narrative:
(B) (4): no product was returned for evaluation. With the available info a cause or contributing factor cannot be identified.